Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 412 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the insulin is not being properly delivered. Customer experienced nausea and treated themselves using an insulin pen. Customer was advised they may be experiencing diabetic ketoacidosis symptoms. Customer advised their urine contained ketones. Customer was advised to follow up with their healthcare provider.